Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, dyspareunia. It was reported that patient underwent anterior colporrhaphy with mesh, cystoscopy, midurethral sling transobturator technique on (B)(6) 2009, by dr. (B)(6), due to sui and cystocele. It was reported that patient underwent mesh revision/removal on (B)(6) 2010, by dr. (B)(6), due to vaginal mesh erosion. It was reported that patient underwent mesh revision/removal on (B)(6) 2013, by dr. (B)(6) due to vaginal mesh erosion at the anterior vaginal apex.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04830. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.